Event description:
During a stenting procedure the physician used a wilson-cook zimmon pancreatic stent. Plain radiography revealed stent migration occurred two days after placement. Due to continued discomfort, the pt underwent emergency surgery, which confirmed a perforation of the small intestine. No information regarding the pt's condition post surgery was provided with the report.